Event description:
It was reported via literature that patients experienced an array of adverse events in the months following their respective transcarotid artery revascularization (tcar) procedures. This study was a retrospective review of patients undergoing either tcar or carotid endarterectomy (cea) procedures to treat carotid artery stenosis. Between january 2011 and july 2018, 342 ceas and 109 tcars were captured for analysis. Review of the data revealed that of the 109 patients treated with tcar, the following adverse events were experienced within 30 days of their respective tcar procedures; stroke (1.8%), hematoma (2.8%), reintervention (0.9%), thrombosis (0.9%), and restenosis (0.9%). Additionally, the following adverse events were experienced within 10.3 months of their respective tcar procedures; stroke (0.9%), and myocardial infarction (mi) (0.9%). It was not reported whether the device or procedure caused or contributed to the adverse events.

Manufacturer narrative:
A2 - age at time of event: the average age of patients who underwent tcar was 70.7 years. B3 - date of event: the event date was estimated to the earliest known procedure procedure included in the study. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Yee, e. J., wang, s. K., timsina, l. R., ruiz-herrera, s., liao, j. L., donde, n. N., fajardo, a. C., & motaganahalli, r. L. (2020). Propensity-matched outcomes of transcarotid artery revascularization versus carotid endarterectomy. Journal of surgical research, 252, 22-29. Https://doi.org/10.1016/j.jss.2019.12.003.